Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incidence and current blood glucose value was unknown. The customer was treated for high blood glucose value. Customer declined to troubleshoot for high blood glucose value and also declined to provide hospitalization details. Customer also stated infusion set cannula was bent. The device will not be returned for analysis.